Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had temporarily been disconnected from the pump and had administered an injection of lantus to manage diabetes. The next day the customer resumed pump therapy. The customer's blood glucose (bg) level dropped to 55 mg/dl and carbohydrates were consumed to address the low bg. The customer was confident that the lantus was still active in her system when the pump was restarted and this was what caused the bg to drop.